Event description:
It was reported that during a general surgery procedure the device partially fired midway through the procedure. They removed the device with no issues and completed the procedure with a second like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Asku at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Removed using reverse button. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.